Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were having issues with their care groups. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that they were having issues with their caregroups. The device was in use on a patient at the time of event. The philips remote service engineer (rse) confirmed the event. The rse advised the customer to reboot the master ci after some remote troubleshooting. The customer stated that they would speak to their technical consultant (tc). The cause of the event is unknown. It is unknown if the issue was resolved. There was no additional information provided on the event. The device remains at customer site.

Manufacturer narrative:
H3 other text : there was communication.